Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 216mg/dl. The customer treated the high with the insulin pump. Troubleshoot was not possible due to unresponsive keypad. The mother states they will monitor the customer's blood glucose level and call back if issues persist.